Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, and a cracked select button keypad overlay. There were also minor scratches on the case and lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. Customer stated the clear plastic rim of the reservoir compartment is cracked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.